Event description:
It was reported that post operatively the patient developed a hematoma and bleeding at the implant site. The patient was hospitalized, received a transfusion and vitamin k and suspension of anticoagulation. The device remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407652 lead 2010-(B)(6), 419488 lead 2010-(B)(6). (B)(4).